Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Primary procedure, right tibia. It was reported that after placing a non-locking screw into an axsos plt plate, surgeon attempted to put in a 3.5 cortical shaft screw 28mm under power. The screw broke at the head. The surgeon then attempted to put in a second 3.5 cortical shaft screw (28 or 30mm) by hand. The screw also broke at the head. The surgeon removed the non-locking screw and plate and used a longer plate. The screw shafts for the broken screws remain in the patient. Rep reported a surgical delay of approximately 2 minutes. Surgeon did not make any specific report on the quality or hardness of the patient's bone.

Event description:
Primary procedure, right tibia. It was reported that after placing a non-locking screw into an axsos plt plate, surgeon attempted to put in a 3.5 cortical shaft screw 28mm under power. The screw broke at the head. The surgeon then attempted to put in a second 3.5 cortical shaft screw (28 or 30mm) by hand. The screw also broke at the head. The surgeon removed the non-locking screw and plate and used a longer plate. The screw shafts for the broken screws remain in the patient. Rep reported a surgical delay of approximately 2 minutes. Surgeon did not make any specific report on the quality or hardness of the patient's bone.

Manufacturer narrative:
Corrections to concomitant medical products and device evaluated by MFR. The reported event that cortex screw axsos 3 ti ø3.5mm / l28mm was alleged of 'breakage during surgery' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event such as the lot numbers, the hardness of the bone of the patient, as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on the complaint history, some possible root causes are but are not limited to: - no pre-drilling before inserting the screw. As a reminder, the operative technique states: "[...] Using a 2.5mm drill (ref 700355 ¿ 230mm or 700347 ¿ 125mm) and double drill guide (ref 702418), drill a core hole to the appropriate depth in the oblong hole of the plate. The length is then measured using the depth gauge for standard screws (ref 702879) and an appropriate self-tapping 3.5mm cortical screw or a 4.0mm cancellous screw is then inserted using screwdriver (ref 702841) (fig. 8) (page 11). [...] " - an excessive overtorque on the device. - a patient with very hard bone. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.device was not return.